Event description:
The customer reported an event where they believed that the shock advisory decision may have been wrong.

Manufacturer narrative:
The customer reported an event where they believed that the shock advisory decision may have been wrong. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.